Event description:
Patient reported they finished their 10gm vials and freedom pump would not wind up, so they couldn't finish their remaining 4gm infusion. Patient reported 4gm vials were not transferred and can continue once they get the new pump. Patient is doing twice weekly dosing, next infusion on saturday. No further information, details or dates available. Product lot and expiration unknown. Unknown if md is aware. Dose/amount: xembify - 14gm, using #1-10gm + #1-4gm. Xembify indication: common variable immunodeficiency, unspecified; decreased white blood cell count, unspecified.